Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that pico was requested to be installed in the surgical center, but after installing the dressing, when the machine was turned on, it started to make a noise and all the red lights on the machine lit up as if it were in a panic, the dressing was resealed without success. It was necessary to replace the device. The patient stayed in the operating room waiting for the other machine to arrive and this caused wear and tear on the entire medical team and the patient. There was delay greater than 30 minutes and no harm or injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
We have now completed our investigation into the reported complaint. The device used in treatment has not been returned for evaluation, with no additional information provided. We have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. Potential factors include the device entered a non-recoverable error state. There are various reasons that the device may enter an error state, such as out of range negative pressure, out of range power supply and an error retrieving data. If the pump does enter an error state, it must be replaced. This is a patient safety feature. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. The complaint history file contains further instances of the reported event, however this investigation is now complete with no further action deemed necessary at this stage, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.